Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 32 mg/dl, loss of consciousness, and a seizure. Cause of low bg level was unknown. Bg was treated by family member via glucagon. No additional information was provided regarding treatment received at the ER. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.